Manufacturer narrative:
All available information was investigated, and the reported leak/splash was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak/splash (loss of fluid column) appears to be related to the observed torn silicone valve of the hemostasis valve. Furthermore, the observed torn silicone valve appears to be related to procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with grade 4 and flail. A mitraclip xtw was selected for treatment, but difficulties inserting the clip delivery system (cds) into the steerable guide catheter (sgc) occurred. Two to three attempts were made to insert the cds into the sgc, but fluid loss was noticed in the sgc and air appeared in the hemostatic valve. Aspiration was performed to remove the air. The sgc was removed from the patient and exchanged. A new sgc was used to complete the procedure and the mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.